Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by a distributor, who reported that the unit was involved in a house fire that resulted in the end user's death. Reportedly, the fire department's initial assessment was that the oxygen concentrator, a television, and an air conditioner were all plugged into the same outlet, which caused an overload resulting in the fire. Devilbiss is currently investigating the incident and will file an update if additional information becomes available.